Event description:
The customer complained of questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) results on two patient samples. For patient (B)(6), the initial result was 0.229 mui/ml. The test was repeated twice, with a result of 10,000 mui/ml, accompanied by a data flag, each time. All tests were processed from the same tube. A result of > 10,000 mui/ml was reported outside the laboratory. For patient (B)(6), a female, born (B)(6) 1994, the initial result was 0.300 mui/ml. The test was repeated twice, with a result of 10,000 mui/ml, accompanied by a data flag, each time. All tests were processed from the same tube. A result of > 10,000 mui/ml was reported outside the laboratory. The patients were not harmed. The lot number of the hcg+ss reagent was 169563; the expiration date was not provided. The field service representative checked the alarm trace and found many problems related to the liquid level detection. He performed technical adjustments. Since then, no other problems were reported.

Manufacturer narrative:
The event occurred in (B)(6).